Event description:
It was reported that the left ventricular (lv) lead and the right ventricular (rv) lead were explanted and replaced due to their "malfunction." Further follow up with the clinic did not yield any additional details regarding the leads. The rv lead was returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: implanted: (B)(6) 2005, explanted: (B)(6) 2014. (B)(4).

Manufacturer narrative:
Product event summary: product ID# 694958 a distal portion was received measuring 47 cm. Analysis found the proximal conductor of the lead became extrinsically fractured due to a cut, the rv (right ventricular) defibrillation coil became extrinsically fractured due to a cut, analysis was performed and no anomalies were found, visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead and the right ventricular (rv) lead were explanted and replaced due to their "malufunction." Further follow up with the clinic did not yield any additional details regarding the leads. The rv lead was returned. No patient complications have been reported as a result of this event.